Manufacturer narrative:
The reporter of the event was asked to provide product serial number. To date, apollo has not received the device information. Device labeling addresses the reported event as follows: possible complications of routine endoscopy & sedation: potential risks associated with upper endoscopic procedures include, but are not limited to: abdominal cramping and discomfort from the air used to distend the stomach, sore or irritated throat, bleeding, infection, tearing of the esophagus or stomach, and aspiration pneumonia. The risk increases if additional procedures are performed. Warnings: endoscopic removal of orbera must be completed in the presence of an empty stomach. Patients should be npo for a minimum of 12 hours prior to removal. If food is found in the stomach upon endoscopic examination, then measures (aspiration of stomach contents, endotracheal intubation, or delay of procedure) must be taken to protect the airway. The risk of aspiration of gastric contents into the patient's lungs represents a serious risk which can result in death.

Event description:
Report as: a patient with the orbera intragastric balloon "did not disclose to the anesthesiologist prior to a knee replacement that they had an intragastric balloon. Patient was put on "normal" npo for 12 hours prior to knee surgery. Patient aspirated due to stomach not being empty". Device remains implanted.